Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image and a scope communication error (e315) due to corrosion caused by water invasion. Upon further inspection, it was observed that the control unit and scope connector cover was dirty due to insufficient cleaning or handling of the scope. It was also observed that water tightness was lost due to a pinhole on the channel caused by a handling problem. It was observed that the coating of the universal cord was peeling and was wrinkled due to a handling problem. Lastly, it was observed that the remote switches did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had no image. There was no patient/user harm or injury reported due to the event. The reported issue was found after use for an unknown diagnostic procedure. The procedure was already completed with the same device. Upon device return and evaluation, it was observed that the control unit and scope connector cover was dirty which, is also a reportable event. This medical device report (MDR) is being submitted to capture the reported event by the customer as well as the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A leak from the forceps channel and internal corrosion of the scope connector were confirmed. The event likely occurred due to the influence of moisture that entered the device from the leak point, and a conduction abnormality occurred in the scope connector internal board. There was no dirt on the control panel or the scope connector cover. The event can be detected/prevented by following the instructions for use which is described in operation manual: important information ¿ please read before use: precautions for disappeared or frozen endoscopic image describes how to prevent event 1. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow - up with the customer and due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that the facility performs cleaning of the device according to the outlined steps in the instructions for use (IFU). The customer confirmed that the facility does not delay the start of cleaning on the equipment after use. The customer uses the enzyme solution of shandong xinhua as a cleaning solution. The customer confirmed that the endoscope channels are being brushed during manual cleaning. For automated endoscope reprocessor (aer) treatment, the customer uses henan sanqiang ethylene oxide to sterilize the device. The customer confirmed that 30-jan-2023 was the last date an in-service reprocessing was conducted by an olympus endoscopy support specialist. The investigation is ongoing. A final report will be submitted upon completion of the investigation.